Manufacturer narrative:
DHR review did not identify any non-conformity or deviation related to the reported event. The probability that blood the cannulation incorrectly performed by the user is causing harm to a patient/user has been assessed as incredible. The initial complaint report stated that during aortic cannulation, the cannula body was destroyed at the clamping point while clamping, necessitating its replacement. The customer informed livanova that the cannula breakage may have resulted from unintended excessive force applied by the perfusionist using a manual clamp. No product malfunction was identified. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
A1 to a5: patient information was not provided. H11: livanova manufactures the pureflex arterial cannulae. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Sorin group italia has received a report that, during aortic cannulation, when the cannula was clamped, the boby of the cannula completely broken off at the clamping point. The cannula has been replaced. There is no report of any patient injury.